Event description:
It was reported from the analysis of the returned product that suture degradation was observed, the strands had begun with a degradation process caused by exposure to the environment. It was reported that a patient underwent an unknown plastic surgery procedure on (B)(6) 2022 and a suture was used. When the pack was opened, it seems the needle & thread were separated. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? No consequences happened due to this issue. Used another foil of the same code. Investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one empty open foil, one empty winding former, a paper lid, several pieces of suture, and a detached needle that pertain to product code nw2670. Upon visual assessment of the suture pieces, it was observed that the strands had begun with a degradation process caused by exposure to the environment. In addition, the needle was examined, and the swage and attachment area were noted to be as expected. The hole of the needle was inspected, and the remnant of the suture was found. In addition, the foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. As per the conditions of the returned sample, no functional test could be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g/m.